Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the signs and symptoms experienced by the patient were relieved by long-acting nitrates(lan). Specifically, the patient received isosorbide dinitrate.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2015-08077, 2134265-2015-08075 and 2134265-2015-08078. (B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, index procedure was performed. Target lesion #1 was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00x24mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Visual estimate was with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the proximal rca with 90% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00x32mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Visual estimate was with 0% residual stenosis. Target lesion #3 was located in the proximal rca with 70% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.00x32mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 15% residual stenosis. Target lesion #4 was a de novo lesion located in the mid lad with 70% stenosis and was 25mm long with a reference vessel diameter of 3.75 mm. Target lesion #4 was treated with pre-dilatation and placement of a 2.75x28mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Visual estimate was with 0% residual stenosis. One day post index procedure, the patient experienced the event of elevated cardiac enzymes which was categorized as a myocardial infarction and prolonged the patient's hospitalization. The patient experienced chest tightness while walking to the restroom and was thought to possibly be related to a side branch compromise. Signs and symptoms were relieved by lan. The patient was started on lose-dose amlodipine. On the next day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.